Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: patient presented with preoperative diagnosis of cervical spondylosis, c5-c6 and c6-c7 and underwent anterior cervical microdiskectomy and fusion using peek spacers, bone morphogenic protein and plating system. Per operative report ".... A 6 x 11 x 14 mm peek cage is loaded with bone morphogenic protein and was countersunk into the 5-6 interspace. A second 7 x 11 x 14 mm cage was then loaded with bmp and was placed at the 6-7 interspace. A 45 mm plate was then installed with six 13 mm screws. The patient tolerated the procedure well and was returned to the recovery room in good position. " patient alleges unspecified injury due to the use of rhbmp-2.